Manufacturer narrative:
The two monarch cap inserters (product code: 2770-40-700, lot numbers: tbcby, t0205) were returned to the complaints handling unit (chu). The cap inserters were found to have teeth broken off at their tips. The inserter from lot tbcby featured one broken tooth while the inserter from lot t0205 featured two broken teeth. Both were subsequently submitted for fracture analysis. Optical images of the fractured surfaces exhibit plastically deformed material that extends across the entire surface consistent with a static brittle failure. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was performed on both inserters. The hardness specification for heat treat (B)(4) stainless steel is 47 ¿ 53 rc per mps-sop-m/008 rev. M. Both inserters were within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cap inserter tip breakages cannot be determined from the samples and the information provided. The results of fracture analysis have determined that the probable root cause is static brittle failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure; planned revision of l4-l5 plif. With the hexlobe the surgeon attempted to back out a screw and the tip sheered off within the screw shank. The tip was retrieved from within the shank of the screw. Had no affect to patient. With the two cap inserters the surgeon attempted to back out typhoon locking cap and the tips of the cap inserters both sheered off. The surgeon was satisfied that all metal wear was retrieved from the patient. The surgeon was happy with the outcome. Surgery was completed successfully. No adverse event reported by surgeon. 15 minutes delay to surgery. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.